Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-02533.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using two penumbra system jet7 kits. During the procedure, while advancing a penumbra system jet 7 reperfusion catheter (jet7) to the target location, the physician experienced resistance. After three attempts, the physician was unable to advance the jet7 past the ophthalmic segment. The jet7 was therefore removed. The physician then attempted to advance a second jet7 to the target location and the same issue occurred. The second jet7 was therefore removed. The procedure was completed using a penumbra system ace 68 reperfusion catheter (ace68). There was no report of an adverse effect to the patient.